Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the pump flipped. Diagnostics/troubleshooting included a dye study. The cause of the flipped pump was improper suturing of pump at implant. The hcp did not tie down the pump therefore it flipped multiple times causing the catheter to be occluded. The hcp also does not tie down his pump implants. It was suspected that because of this pump was able to rotate in the pocket. It was not determined that the pump had flipped until they explanted the pump and had visual confirmation of a twisted catheter. The hcp had attempted to aspirate the catheter in the office and was unsuccessful. This was about one week prior to explant. There were no catheter segments left in the patient not in use. No other actions were taken as a result of the catheter issue. The patient experienced slight withdrawal symptoms but nothing of major significance per the healthcare provider (hcp). The pump and catheter were explanted. The patient recovered without permanent impairment. The pump contained morphine.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed catheter body has significant twisting that may have affected infusion and user related hole. Corrected information: (B)(4).

Manufacturer narrative:
Corrected information: the date in the initial report should have been 2014-10-28. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.